Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the unit needs repair. The customer requested to return the device to bench for evaluation. A specific reason was not provided as to why an evaluation was requested. There was no reported patient involvement/adverse patient impact.